Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 427 mg/dl. Customer did not have any symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 424 mg/dl. Customer current blood glucose level was 295 mg/dl. The drive support was not mentioned in the note. Customer was ok to troubleshoot. Troubleshoot was performed for high blood glucose level. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. There were no leaks or air bubbles. Customer did not check their settings. Pressure test was not performed. Customer declined to check their settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump didn¿t calibrate. Products will not be returning for analysis.